Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient experienced poor vision. The surgeon stated in an operative report that the patient experience ghosting vision shadows, halos and that the patient's vision had initially improved, but had gradually worsened over the past year. The surgeon also reported the iol had glistenings of the plastic material diffusely, and was possibly the cause of the patient's decreased quality of vision. Two years and ten months following the initial iol implant procedure, the surgeon performed an anterior vitrectomy and an iol exchange of a different lens model. The reason given for the explant was opacified posterior chamber iol. Additional information has been requested.